Manufacturer narrative:
The reported complaint of an autopulse li-ion battery could not be inserted into the autopulse platform (B)(4) battery compartment was not confirmed during functional testing. No device malfunction was found, and the platform functioned as intended. Upon visual inspection, no physical damage was observed on the returned autopulse platform. No significant discrepancies found in the archive data file. Base on the archive review, the autopulse has been powered on with more than 100 deployments and performed compressions starting from (B)(6) 2019 to (B)(6) 2021. The autopulse platform passed the functional testing without any fault or error. The platform was further tested with a large resuscitation test fixture (lrtf) equivalent to 280 lbs. With good known test batteries until discharged without any issues, and the customer's reported complaint was not replicated. The probable cause could be a damaged autopulse li-ion battery used but it was not returned for evaluation. No further information was obtain from customer.

Event description:
Customer reported that autopulse li-ion battery could not be inserted into the autopulse platform's (B)(4) battery compartment. Patient use information was requested but no additional information was provided, therefore patient use is unknown. Please see the following related MFR report: MFR # (B)(4) for the autopulse li-ion battery (sn unknown).